Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2; eobs2 from the FDA inspection conducted between july 17 to july 21; 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was tested. The root cause was determined to be a defective ir sensor. In consequence the sensor board was replaced. There was no reported patient or user harm. (No patient involvement).

Event description:
During testing h900 would show constant high water level alarm; even though the water level was less than max level. Replacement of the sensor board resolved the issue. Service software and function checks all pass. From: 950456: 05: 22238 to msp950457: 06: 40219.